Event description:
Boston scientific received information that this atrial lead was noted to have high thresholds along with farfield oversensing of ventricular signals. A chest x ray was performed to investigate the issue, and it was determined the lead had dislodged. A revision was performed shortly thereafter to reposition the lead successfully. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.